Event description:
Fmc canada complaint received for eval. Stated complaint "at the start of dialysis, blood leak alarm noted. Large leak noted in the dialysate hose. New machine and set up used (to continue hd) with no further problems." Unable to reinfuse pt, extracorporeal circuit discarded, estimated blood loss 250 cc. MDR filed due to the blood loss reported. No related pt injury or illness. No medical intervention required, as a result of the reported leak. Complaint sample discarded. No further info is available from the customer, such as blood flow rate at the time of the reported leak.